Event description:
In 2009, a male pt was undergoing an alif procedure. The infix structure was in place when the pt experienced bleeding at the vertebral site due to a nicked vessel. The area was packed, however, the surgeon was unable to lock the infix structure, as he could not go back into the area without dislodging the packing and potentially inflicting more blood loss. On 4 nov 2009, additional information received from the sales representative. A male of average height and weight underwent an alif procedure at l5-s1, in which the infix construct implanted was unable to be locked. The surgeon opted to perform an infix surgery to achieve fusion and restore height. The initial dissection went without problem. There was no vascular or other anomaly noted. The surgeon implanted the infix endplates and struts. As the surgeon was removing the inserter, the pt started to bleed from a vessel that had been laid over away from the site. The actual size of the vessel tear is undetermined as it could not be visualized. The reason for the vessel tear is unk. The surgeon immediately packed the area including the implanted cage with hemostatic agents, but the pt still experienced a marked drop in blood pressure. After approximately 45 minutes, the bleeding was controlled, the pt was stable, and the surgeon closed the wound without further incident. The sales representative put the estimated blood loss at greater than 1000 cc. Due to the excessive bleeding and intervention of packing with hemostatic agents, the surgeon was not able to lock the infix structure. On 6 nov 2009: additional information received by company employee. A stent insertion for the pt attempted the day after event, had not been successful. Two days later, the pt went back to surgery where a posterior incision was made. The surgeon was unable to lock the infix construct per the recommended surgical technique. He placed bone morphogenetic protein (bmp) and bone cement in and around the vertebral site, placed pedicle screws for stability and compressed the spine.

Manufacturer narrative:
No product will be returned as it remained implanted.